Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. A temporary pacing lead was implanted and the system will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419478 implantable pacing lead 2009 (B)(6); 694765 implantable tachy lead 2009 (B)(6); 5054-58 implantable pacing lead 2006 (B)(6); 5524m-53 implantable pacing lead 1992 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.